Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent knee arthroplasty revision surgery due to tibial loosening.

Manufacturer narrative:
This follow-up report is being filed to correct information. This report will be amended when our investigation is complete.

Event description:
It was reported that the patient did not undergo a revision surgery and the reason is unknown.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the reporter; product identification (part number / lot number) of device involved in the incident is unknown. Radiographs were provided for review; from the xray review it was noted that there is slight overhang medial tibial tray, otherwise, fit and alignment of the implants are standard. Also noted that the left knee shows linear radiolucencies at bony interface, bone and tibial component cement - bone interfaces suggesting tibial component loosening. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was initially reported that a patient was revised due to tibial loosening; it was later relayed that the revision surgery was cancelled due to unknown reasons.